Event description:
Hybrid frames were used on both tibias. One leg was healing well. The other was going to nonunion. The broken frame is from the nonunion leg. While taking the frame off the cast tech stated that she loosened the wire post at the wire clamp first and the clamp broke into fragments.